Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced problems with putting in infusion set into pump. The customer's blood glucose level was 288 mg/dl at the time of incident. The customer states customer states she filled the reservoir and took out the old reservoir and rewind. Then pump alerted are you disconnected, she inserted the reservoir and pressed act to fill the tubing then pump alerted no reservoir. Customer thought she put the empty reservoir and then all the insulin came out, this happened twice. Customer was assisted with trouble shooting. Customer pumps keeps wanting to rewind. Customer decline to trouble shoot for high blood glucose levels. The pump will return for analysis.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify no reservoir alarm due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, displacement test, prime test and excessive no delivery test . Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.